Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the patient presented in clinic after unable to send a remote merlin.net transmission for their pulse generator. Upon review, the device¿s radio frequency chip exhibited an error. No intervention was performed. The patient was stable throughout.

Event description:
New information received on jun 5, 2019 indicating that the patient presented in clinic on (B)(6) 2019 and the device rf issue was resolved.